Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery test failed and that the pump shuts off periodically. Customer does not recall any significant events leading to the error. Customer's blood glucose was 340 mg/dl at the time of incident. Troubleshooting was done for battery and customer was informed about correct battery usage. Customer declined to return product for analysis but was informed that a new device would be provided to her. No further information was given.